Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2716 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during weekly dressing on PICC, nurse saw difficult to aspirate and in infusion. The nurse feel a strange resistance and decide to remove a PICC. When PICC was removed there were a lot of ¿twist¿ along all catheter and they appeared many white dot along entire catheter."